Manufacturer narrative:
Follow-up #1: date of submission 02/01/2017 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 01/17/2017 with the following findings: upon powering on the meter an error 1 alarm occurred. The pump and meter were unable to be paired due to inability to clear the error message.

Manufacturer narrative:
The meter remote has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an ¿error 1¿ meter error message. It was reported that the ¿error 1¿ occurred 3 or more times. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings.